Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that there was an issue with the programmer display. The cursor would not select or align with the stylus in the upper right part of the screen. Attempts to calibrate were unable to make any changes. The controller board was changed and the stylus was calibrated. The programmer had an older battery, however it was functional. Replaced the battery as a preventive measure. Reloaded and updated software. The device then passed all safety, console, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers display in the upper right hand side was not working correctly. Attempts to calibrate failed to resolve the issue. The programmer was returned for service. There was no patient involvement.